Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a recurrent driveline infection. The surgeon was concerned that the infection had tunneled up the driveline and reached the pericardial space. A pump exchange was performed on (B)(6) 2025. The patient was noted to have done well in surgery and was recovering in the intensive care unit. Swabs of the pericardial space were taken and sent to the lab.